Manufacturer narrative:
Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data and specifications. No issues were identified that are related to the reported complaint. A visual inspection and functional testing of the returned device was also conducted during the investigation. One device was returned for evaluation. The device was returned with the handle in the closed position. The basket formation was in the closed position. The collet knob was tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath are intact and secure. A visual examination noted there is a bend in the basket sheath 4 cm from the distal tip. There is a kink at 16 cm from the distal tip and a severed kink 91 cm from the distal tip. There is a small bend on the proximal end from edge of the support sheath. The basket formation will not manually actuate. The back of the cannulated handle does not have the welded appearance. The basket assembly is complete when received at cook. During attempt to manually actuate the basket formation, the device was further damaged during the investigation process. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with product lot number 7264949. These devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The returned device was found to be non-functional due to kinks in the sheath. The kinked sheath was preventing the basket from opening. The cause of the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a flexible ursl/kidney procedure, the physician opened the package of ngage nitinol stone extractor and tested the device before putting into a flexible ureterscope, he found the basket could not open. Another device was used and the procedure was completed successfully. No adverse effects or consequences were reported to the patient due to this occurrence.